Event description:
Customer reported that a patient coughed two days following an open hernia repair with mesh implant. The patients fascia and implanted mesh tore. The patient was returned to surgery for repair.